Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high pacing impedance of greater than 2500 ohm. Upon inspection, it was determined that the lead had fractured. Surgical intervention was performed to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.